Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The proximal neck was 23-24-25-24 mm in diameter and 33 mm in length. The left common iliac artery was 14-11 mm in diameter and the right common iliac artery was 11-12 mm in diameter. The right and left external iliac arteries measured 6 mm in diameter. There was no proximal neck thrombus or calcification. The proximal neck angulation was mild. It was reported that during the procedure, the stent graft started riding up due to stored energy. So, the physician pulled the device downward to begin deployment thinking that the graft would conform to the aorta differently after the tip capture was released. The graft encroached the left renal by 2mm. The physician had lost the left kidney under angiography. The physician tried to place a reliant balloon and pull down the graft by accessing the renal artery through an omni catheter and through wire placement however, was unsuccessful. The patient has not and will not receive further treatment. In addition, the patient experienced mild pain in left flank and creatine went from .8 to currently 1.14. The cause of the increase is unknown but maybe from an infarction or contrast nephropathy. No clinical sequelae were reported and the patient is being monitored.